Event description:
Consumer alleges blew out 2 sets of tires. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg , serial number/date code (B)(4) is approximately 3 months of age. The user manual part number 1143190 rev k (mar-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition includes arthritis and obesity. Their stability and medication regimen are unknown . The consumers is a (B)(6) female. The weigh limit on this wheel chair is 300lbs. It is unknown why the consumer was using a device that was not made for weight limits exceeding 300lbs. The device was sold to the dealer as a demo unit. The consumer's technique while using the device is unknown. The excessive loading of the additional (B)(6) may have contributed to the ties blowing out of the tires and the consumer falling. The maintenance history of the device is unknown.